Event description:
On march 8, 2010, a doctor reported that a bridge placed with maxcem elite cement de-bonded.

Event description:
It was reported that the catheter became unable to measure continuous cardiac output during use. ¿catheter verification, use bolus mode" error message was observed in the operating room. Another monitor and cable were used in ICU, but the same error message was observed. Follow up indicated that there were no patient complications reported.

Manufacturer narrative:
Conclusion: device failure occurred but not related to event (B) (4). Confirmation of patient condition (initial MDR indicated no report of patient injury): follow up information was received and it was indicated that the patient passed away on (B) (6) 2009. Although the exact cause of death is still unknown, it appears pulmonary in origin; the patient¿s cardiac function was stable, while the pulmonary status worsened in the patient¿s final hours. Further investigation revealed that bolus cardiac output, pulmonary artery pressure and central venous pressure measurements were obtained after indwelling the catheter. The surgery was completed without difficulty and the patient was transferred to the intensive care unit for post-operative care. During the 36 hours prior to the patient's death, there were no interruptions in the patient's cardiac monitoring. The pulmonary artery catheter continued to function with hourly measurements of cvp, pa pressures, and svo2. The patient was transported for a CT scan of the chest on post-operative day three (pod#3), after which point svo2 was not monitored. The patient expired that evening after progressive respiratory failure. This event is isolated and there are no similar returns with this failure in the last 24 months. The risk has been assessed as moderate. An edwards team was sent to (B) (6) hospital ((B) (6) on (B) (6) 2010. It was confirmed that the hospital team did not see any catheter damage after its removal. The anesthesiologist stated that the catheter did not contribute to the patient's death. After examining the medical records and having detailed discussions with one of the physicians, the team concluded that the catheter was not involved in the patient's death, since the catheter was functioning until the patient expired and long after the patient began to clinically deteriorate. Investigation results to date show no evidence that the system (catheter/cables/monitors) contributed to the patient¿s death. It is not known what caused the appearance of the catheter; however, there is no evidence that the monitors did not function properly. It is unlikely that the damage occurred in a situation where the catheter was being used as intended, including immersion in flowing fluid and connection to a vigilance monitor. These devices contain software that does not allow any excess current to be transmitted through the catheter; the monitors used in this case were tested and the fail safe worked as intended. It is unlikely that the catheter damage occurred while in the patient because the diameter of the melted portion is larger than the introducer. Bench tests show it is not possible to remove a catheter of this diameter through the introducer, and the catheter was returned without the introducer attached. The continuous cardiac output was not working after insertion and an appropriate error message was displayed. The catheter remained in for several days during which the remainder of the parameters functioned normally, which would not have been possible if the damage occurred while in the patient. The catheter appears to have seen damage after removal from the patient, and before the evaluation in the edwards (B) (4) laboratory. This is supported by the fact that svo2 and pap measurements were available during use, but not during evaluation. The team has been unable to replicate failure using monitors/cables (both from (B) (4), and control units); fail safe works as intended and units turn off with high voltage. A device history record review was completed and documented that the device met all specifications upon distribution.

Manufacturer narrative:
On 12/01/2009, customer report was confirmed. Vigilance monitor states: fault cco: "catheter verification, use bolus mode". The eeprom data was found to be good. Thermal filament was damaged at the proximal bond area. There was no visible other damage to the catheter body. Only this catheter was returned at this time. Contamination shield and introducer was not returned. This catheter was sent to irvine for further investigation. (B) (4) evaluation and observations: on 12/18/2009. The catheter was examined and there appears to be a section of the catheter that has melted under the proximal end of the thermal filament. Continuity testing found that the thermal filament circuit is continuous and does not appear to be damaged. The filament cover is damaged over the melted area of the catheter body. The eeprom check sum data matches the computed check sum data. The thermistor circuit was also found to be continuous and there are no intermittent conditions. Both of the proximal lumens are patent and do not leak. The distal and inflation lumens are fully occluded, most likely due to the melted catheter body tube. Follow up with site confirmed that there were no patient complications. Further investigation is pending. There are two cables and two monitors that are being returned from the hospital that were used with the catheter in the or and in the ICU. The units are going to be tested and evaluated as a system with the catheter.